Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code relates to component code for the reported event of peg tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, it was noticed for several weeks that the jejunal tube was leaking and had frequent obstructions. The problem was resolved after the whole peg-j system was replaced on (B)(6) 2017. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, it was noticed for several weeks that the jejunal tube was leaking and had frequent obstructions. The problem was resolved after the whole peg-j system was replaced on (B)(6) 2017. There were no patient complications reported as a result of this event. Correction as of (B)(6) 2017. The peg tube was leaking and had frequent obstructions which was noticed for several weeks.